Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The returned product consisted of the nc emerge balloon catheter. The balloon, tip, shafts, hypotube, and bonds were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed an 8mm longitudinal tear in the balloon wall from the proximal end to the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 31-july-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 3.00mm x 8mm nc emerge® balloon catheter was advanced but failed to cross the lesion. The procedure was completed using a different device. No patient complications nor injuries were reported. However, returned device analysis revealed longitudinal balloon tear.